Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient is charging too often, which is about 4-4.5 hours. Caller reported that since the patient was given high density (hd) settings less than 2 weeks ago, he is depleting his implant battery 4-4.5 hours. Impedance check should range of 695-839 ohms for all electrodes. Recharge interval calculation based on 5.0 volts, 90usec, 1000hz, 1 anode and 1 cathode, and 665 ohms showed bol 3.52 days, 2.89 days eol recharge interval. Patient's recharge data is as follows: 12/13 3.1 hours 100% 12/13 .3 hours 75% 12/13 .5 75% 12/12/ 1.1 100% 12/12 .5 75% 12/11 .2 100% 12/9 1.8 100% based on patient's use of group e with hd settings and some low density (ld) settings, the patient went from 3.860 volts to 3.615 volts from around 9 am to 6:34 pm, so about 68% to 10% in 9 hours. It confirmed that patient's implant is discharging quicker than recharge interval calculates, however it's not depleting as quickly as patient has stated. The caller was told that's it's likely a combination of hd settings and possibility battery damage from overdischarge in july that is causing patient to have to recharge quicker than normal. Patient appears to take a note of more recharging since hd settings was given to him less than 2 weeks ago. Rep will continue to monitor. No further complications were reported. No patient symptoms were reported